Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The DHR for the freestyle strips indicated by the serial number provided by the customer was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Retain testing was not performed as the strips was expired. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter display and was unable to obtain readings. As a result, customer experienced a loss of consciousness and presented at the hospital and was administered unspecified treatment by an unspecified third-party. Customer declined to provide further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 2 message on their meter display and was unable to obtain readings. As a result, customer experienced a loss of consciousness and presented at the hospital and was administered unspecified treatment by an unspecified third-party. Customer declined to provide further information. There was no report of death or permanent impairment associated with this event.